Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 583 mg/dl and high ketones identified by healthcare provided (hcp) as dangerous; cause was unknown. Elevated bg was addressed via a correction bolus, supply change, and manual injection. Customer experienced high ketones that healthcare provider identified as dangerous/life threatening. Due to event occurring in the past, troubleshooting could not be performed with tandem technical support. Recommendation was made for customer to consult with hcp regarding elevated bg.